Event description:
It was reported that an alert was received due to high, out-of-range right ventricular (rv) shock lead measurements measuring 131 ohms. Technical services recommended an in-office evaluation and provided troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.